Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4) . The service log review revealed a delivery failure alarm due to over delivery. The proportional valve was replaced due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(4) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to over delivery during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.